Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported by the customer's mother that the insulin pump was not giving no delivery alarms. The customer's mother also stated that the customer had been having high blood glucose and the doctor had requested they replace the insulin pump. Nothing further was reported.